Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients wound had opened. The physician noted that there was no infection, and this was not device related. The patient underwent a pocket revision procedure wherein the ipg was secured back into place. The patient was doing well postoperatively. The device remains implanted.